Event description:
Pacemaker placement for complete heart block in 1997. Has not been seen in follow up despite multiple calls to pt. Several episodes of syncope prior to admission. Syncope on day of admission associated with right ankle fracture requiring surgery. Pacemaker reprogrammed and ventricular lead replacement.